Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test and the sensor failed per specifications due to high readings.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 63 mg/dl and the insulin pump kept alarming for threshold suspend but her blood glucose was 90 mg/dl. Troubleshooting was done and the customer was advised to remove the sensor. The sensor was replaced and returned for analysis.